Event description:
Healthcare professional reported capsular contracture baker grade IV, pain, concern for textured implant device on right side. Healthcare professional reported removal of device and total capsulectomy due to "tested positive for alcl" and deflation on right side, calcification, "milky-type fluid within the capsule" noted during removal, and "fibrous capsule showing chronic inflammation" and "patchy tumor necrosis" per pathology. Histological markers cd30+ and alk- have been confirmed. Patient underwent mammogram which was normal. Patient treated with total capsulectomy of right side and implant removal without replacement.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified a fold crease, white calcification on the shell, an opening on the radius side, and delamination of the plug strap. A leak test and microscopic analysis were performed which identified a striated opening on the radius side, wear abrasion, and delamination with greater-than 75% separation. The fill test inspection was performed, and the result is no blockage in the valve. Based on the device analysis, the final assessment is a striated opening assessed as surgical damage, and total delamination of the plug strap disk shell due to cohesive failure.

Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of bia-alcl is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV with pain, implant deflation, and concern with textured shell product. Bia-alcl confirmed on (B)(6) 2021. Confirming physician's contact: (B)(6).

Event description:
Healthcare professional reported capsular contracture baker grade IV, pain, concern for textured implant device on right side. Healthcare professional reported removal of device and total capsulectomy due to "tested positive for alcl" and deflation on right side, calcification, "milky-type fluid within the capsule" noted during removal, and "fibrous capsule showing chronic inflammation" and "patchy tumor necrosis" per pathology. Histological markers cd30+ and alk- have been confirmed. Patient underwent mammogram which was normal. Patient treated with total capsulectomy of right side and implant removal without replacement.